Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via tha (date of implant was unknown). After the primary surgery, the patient complained the pain, and visited to the hospital. It was reported that the revision surgery was performed on (B)(6) 2018 by replacing to another manufacturer¿s implants. During the surgery, the surgeon noticed that the head easily detached by hand, and the head trial was not fixed at all. No further information was provided by the hospital.